Event description:
Information received by medtronic indicated that the transmitter had loss of communication with insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Retainer ring = clear. The insulin pump was returned for no communication between insulin pump and transmitter per event date (B)(6) 2021. Insulin pump passed the displacement test, and self-test. Insulin pump communicated properly with insulin pump and the guardian link transmitter. No communication anomaly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection fading serial number label and cracked retainer. Insulin pump was not confirmed for no communication between insulin pump and transmitter anomalies. Insulin pump passed all required testing. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.